Manufacturer narrative:
H3: the pendant (product: kit svc o2 bi71000529, pendant o2, serial/lot: (B)(6) rev. 1) was returned to the manufacturer for analysis. Analysis found that there was no failure. H6: codes d02, b01, c07 apply to the system (product: base sys bi70002000 o-arm sys o2, serial/lot: (B)(6)). Codes d14, b01, c19 apply to the pendant (product: kit svc o2 bi71000529 pendant o2, serial/lot: (B)(6) rev. 1). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the systems pendant buttons to move the gantry forward, back, left, and right were not working and if they do were intermittent. There was no patient involvement.

Manufacturer narrative:
(H3, h6): no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the imaging system. The pendant buttons were found to be nonresponsive when pressed so the pendant was replaced. The system then performed as intended. Codes; b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.